Manufacturer narrative:
Concomitant medical devices: boston scientific alliance inflation device, cook dilation syringe, ds-60cc-s. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed on the returned device due to a crack in the catheter. A leak was observed from a crack in the catheter approximately 15.5 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A crack was observed in the catheter during our laboratory evaluation of the returned device. Kinks, bends, and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." This activity will aid in device preservation. It is unknown if the user applied negative pressure to the balloon prior to advancement down the endoscope accessory channel. A possible contributing factor to a crack in the catheter is failure to apply negative pressure to the balloon prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The additional information provided indicated that the balloon did not receive lubrication prior to advancement through the endoscope accessory channel. The instructions for use advise the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." The application of lubrication will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual examination to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that lubrication was not applied to the balloon, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a hercules 3 stage balloon esophageal (hbd-15-16.5-18). When the user went to inflate the balloon, it popped. A new hbd-15-16.5-18 was opened and used to complete the procedure. The device was evaluated on 12/11/2017 and a crack was found in the catheter at the distal end.